Manufacturer narrative:
H3: analysis of the pump revealed a non-significant anomaly regarding end of service due to time progression. As per the logs, the pump administered morphine with concentration 27.5 mg/ml at a dose rate of 9.983 mg/day and prialt with concentration 3.0 mcg/ml at a dose rate of 1.0891 mcg/day as of (B)(6) 2020. H6: the method code 10, results code 213, and conclusion code 67 pertain to the pump. The previously applied method code 4117, results code 3221, and conclusion code 67 remain applicable to the a810 clinician programmer software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product type programmer, clinician product ID: a810, lot#/serial#: unknown, implanted: na, explanted: na, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 31-aug-2020 from a healthcare professional (hcp) via a company representative who reported that the pump eri (elective replacement indicator) was seen by the managing physician¿s office in may during a routing managing/refill appointment and then the replacement surgery was scheduled for (B)(6) 2020. The cause for the pump not being replaced prior to reaching eos (end of service) was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
H6: fdd codes a2303 and a1407 removed to correctly reflect this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the patient had their pump replaced yesterday on (B)(6) 2020, and today was getting the code 8621 (incorrect pump detected) on their ptm (personal therapy manager). The patient stated they did not give her a new ptm. Additional information received from the healthcare provider via a company representative reported that the patient was originally scheduled for surgery on (B)(6) 2020 for routine end of life replacement as the pump had hit eri. The physician¿s office called the morning on (B)(6) 2020 notifying them that the pump had stalled and that physician was bringing in the patient that afternoon to replace. The logs were read at surgery and the pump had stalled on the morning on (B)(6) 2020. The replacement surgery took place along with a catheter revision. The company representative spoke with the patient this morning to couple the ptm to the new pump and she mentioned she was feeling better, no issues. No further complications were reported regarding the event.

Manufacturer narrative:
Continuation of d11: product ID: neu_unknown_prog; product type: programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that the patient¿s personal therapy manager (ptm) would not work anymore because they were getting the code 8428 on their ptm since (B)(6) 2020. The patient planned to have the pump replaced at the end of the week. It was noted the patient was at a healthcare provider¿s (hcp) office on (B)(6) 2020 for pre-admission testing. At the time of the report the meaning of the code 8428 regarding end of service (eos) having occurred was reviewed. It was further noted that the patient inquired if that meant the pump was not working at all, and if that was why they were ¿feeling¿ the way they were. On (B)(6) 2020 a company representative reported that the patient was in the operating room on (B)(6) 2020 to have their pump replaced. The pump segment of the catheter was revised just to make a new connection to the pump. The original length of the pump segment was 29.9 cm and they removed 23.5 cm of the catheter and then added 12.7 cm of a new pump segment for a length of 17.1 cm. No further patient complications have been reported as a result of this event.